Event description:
A patient reported ¿was personally injured and the implant on right side has dislodged from its position and leaking internally into the capsule¿ breast implant remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and rupture.